Event description:
It was reported that the user¿s contact called to report that the patient¿s blood glucose levels had remained high for several hours, reaching 370 mg/dl with a right-pointing trend arrow. The patient had eaten dinner and continued to experience elevated glucose levels afterward. No alarms or alerts were noted in the device history. The contact restarted the device because they believed it was not dosing. After the restart, they became concerned that the sensor was not paired; they were informed that the sensor was in the process of repairing. The sensor reconnected after some time, and the device appeared to increase dosing. The contact was advised to have the patient walk around and drink water to support glucose reduction. Although the contact stated that the patient typically experienced low glucose levels, review of available reports indicated the opposite pattern. It was communicated that the device was dosing appropriately and that improvement should be expected within approximately 90 minutes. During the event, the patient¿s glucose levels remained outside the 70¿180 mg/dl range for about four hours. Trace ketones were present, and the patient followed their ketone action plan. No back-up therapy was used, and there were no recent steroid injections. The patient did not receive professional medical intervention. Assistance was provided by the contact out of kindness. The only immediate health effect reported was thirst. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.